Event description:
Primary stability and osseointegration achieved. Immediate implantation. Infection, pain, swelling, mobility. Penicillin allergy. Diabetes mellitus, xerostomia. Regio 30 was extracted and implanted on the same day.